Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-113558, comp 8mm hum frac stem macro, 473920, ep-115394, e1 44-36 std +3 hmrl brg, 148610. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07545, 0001825034 - 2017 - 07546.

Event description:
It is reported that the patient had the stem, bearing, and humeral tray revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.